Event description:
It was reported that the implant required moderate adjustment due to soft tissue interference.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed as no images or CT-scans were provided. The surgeon identified soft tissue interference as a contributing factor, with no concerns raised about the implant design. Device history records confirmed the peek implant was manufactured per specifications, and no device-related issues were identified, consistent with warnings in the instructions for use regarding potential interference from severe cerebral swelling. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.